Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the device was at eri (elective replacement indicators). It was also noted that the battery voltage went from 2.66v to 2.55v in less than three months. The device was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.